Manufacturer narrative:
Product ID 8711, lot# j11019r34, implanted: (B)(6) 2002, product type catheter. (B)(4).

Event description:
It was reported that the patient heard a single tone alarm every hour that started at 6:30 am. It was noted that telemetry was not yet performed and that the patient did not have any symptoms. It was later reported that the programmer left the clinic and the patient simply forgot to reschedule the pump with the new physician for follow-up. It was noted that the patient went to the emergency room and had the pump refilled. It was noted that the patient recovered without sequelae. The drug delivered via pump was lioresal.

Manufacturer narrative:
(B)(4).